Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedance values. The patient experienced ventricular episodes for which therapy came delayed, nonetheless the episodes were different from the ones when the device was initially implanted and for which the device worked as intended in this location. Several origins were discussed for the impedance values. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.